Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by patient's nurse that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 595 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include vomiting, nausea, fatigue, and excessive thirst and urination. The pod was removed and patient was treated with fluids and given insulin and sodium chloride intravenously; he was also given "regular medications". The patient had been in the hospital for longer than 24 hours and remained hospitalized at the time of reporting. This pod was discarded.